Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The evaluation results found the following: soft tube, coating peeling, bending section could not be bent in up direction at all due to a cut on angle wire, bending angle in down direction exceeds the standard value due to deformation of bending tube, the neutral position of angle knob is out of the specified position due to wear of angle wire, forceps cannot be inserted smoothly due to a dent on channel tube, bending and connecting tube had a dent due to physical stress, electrical connector was sticky and deterioration or discoloration due to chemical stress during cleaned, disinfected, sterilized. The investigation is ongoing and supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope had no angulation when control lever was turned. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had coating peeling. (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that due to stress from use, external factors, or handling caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.